Manufacturer narrative:
The reported event of failure to capture was not confirmed. Final analysis found no anomalies with the exception of helix elongation consistent with having occurred during procedure. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that the patient's implantable cardioverter defibrillator (ICD) was explanted due to infection. It was unknown whether the infection was caused or contributed to by their implanted system. The ICD was replaced by aveir leadless pacemaker (lp). It was later found that the capture threshold increased, resulting in loss of capture. The lp was then explanted and replaced. The patient was stable.